Manufacturer narrative:
Initial reporter complete name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after one hour of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. Therapy was restarted and after another seven hours, the same alarm was generated again. The iabp was switched out with another, but the alarm continued. The iab was then removed and therapy was discontinued. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood observed on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the membrane. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. Eleven kinks were found on the catheter tubing approximately 75.4cm, 68.6cm, 68.1cm, 67.1cm, 65.8cm, 65.5cm, 51.1cm, 50.5cm, 49.3cm, 49.0cm, 48.3cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate at 140 bpm due to the kinks found on the device. The condition of the iab as received indicated a kink in the inner lumen and several kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kinks found on the catheter tubing and inner lumen of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Return to manufacture date field updated. Reference complaint #(B)(4).